Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulator (ins) reported when they touch a grocery cart or perform vacuum cleaning, they get static electricity. Patient was told to check with the healthcare professional to determine if the static electric problem was due to the device. The patient indication for use is non-malignant pain. Patient also stated that they will be having an injection in their spine. Patient stated that the healthcare professional (hcp) has already done x-rays so they don't hit the lead, but wants the manufacturer representative to be present. Additional information was received from the patient. The patient notified her healthcare professional about the issue. The patient also could not clarify the static electricity that was experienced and no steps were taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.